Event description:
The patient reported having: "a lot" of "like an electric shock", "small shocks" in his chest area intermittently for about one month and was wondering if they were related to the device. The patient was directed to their physician. There are no further complaints or inquiries noted from the device or the patient. The device remains implanted and in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.